Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6); implanted: (B)(6) 2024. Product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024; product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 14-nov-2027, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 14-nov-2027, UDI#: 0(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that both of the patient's leads migrated out of the epidural space. Reprogramming and x-rays were done. The patient had a return of pain. The doctor ordered x-ray when the rep told them the patient experienced zero stimulation or slight tingling at the pocket site, where the electrodes were. The rep indicated that they would not have any significant updates until august 8, when the new surgical/paddle would be implanted as a replacement because the patient did so well with the therapy prior to the leads migrating. It was reported that nothing out of the ordinary happened at all that led to the issue. They were stunned it happened. The manufacturer representative indicated they would send any further information as they become aware.